Manufacturer narrative:
Product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 37743, serial # (B)(4), implanted: (B)(6) 2008, product type programmer; patient product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had her implantable neurostimulator (ins) removed due to "body rejection." The exact explant date was unknown at the time of report. It was additionally reported that the "ins had been moving around in the pocket and was hurting the patient." It was noted that the "leads and extensions were still in place." The patient was reported to have been "having pain again" at the time of report. The patient was also reported to have been "not doing well" and the patient stated she was "at the end of her rope" at the time of report. Additional information has been requested. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the patient reported that the patient had an explant in 2010 because the body was rejecting it. The patient's implantable neurostimulator (ins) and leads were out but the grid as still in. It was stated that the grid hurt. The grid was where the leads were hooked up, they had been in pain since implant and was removed in 2010. The pain medication did not help. They could not have a MRI because they had other implants. The implantable neurostimulator (ins) and leads were taken out but the grid was still in. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the consumer reported the power unit was removed. The surgeon said he could not remove the grid. The pain management doctor prescribed pain medications.